Event description:
Related manufacturer report number: 2017865-2022-44496 during remote monitoring, episodes of oversensing were observed on the right ventricular (rv) and right atrial (ra) leads. No intervention was performed at this time. The patient was stable and will continue to be monitored.